Event description:
This is a long continuing problem with a clinitron at home bed that has resulted in deterioration of pt's condition physically, with contractures, other problems like psychological stress and pain. Clinitron unit is not functioning properly. It is not fluiding (it's not functional), battery depletes almost instantly, and control is broken, sidewalls are out of sand, and sheets are unsanitary, and have been so since back in november. Attempts to get co to fix it have been to no avail.